Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, chronic totally occluded (cto) left anterior descending (lad) artery the 2.25 x 18 mm xience prime stent delivery system (sds) was advanced and failed to cross the lesion. It was noted the proximal shaft was kinked. The device was removed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the proximal shaft is separated into two pieces.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified